Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device analysis: visual analysis of the returned device identified creases and total delamination of valve. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and wear abrasion. Based on the device analysis the final assessment is "total delamination of valve due to adhesive failure."

Event description:
Device has been explanted.